Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 36 mg/dl and treated with applesauce and chocolate. Customer indicated that their blood glucose value was 257 mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is correct. Customer was advised to monitor the pump and blood glucose and call back if any further issues.